Manufacturer narrative:
(B)(4).

Event description:
It was reported two ventricular fibrillation episodes observed revealed oversensing of lead noise. Multiple auto mode switching episodes indicate atrial oversensing signals. It is suspected both the right ventricular and atrial leads were damaged. Lead revision of the right ventricular and atrial lead was recommended. The patient condition is good.